Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 800 mcg/day) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and cerebral palsy. It was reported that the patient was scheduled for a catheter revision on (B)(6)2018. During the surgery the doctor decided to change the whole catheter to a different model. No other information was provided. No patient symptoms were reported. There were no environmental, external or patient factors which may have led or contributed to the issue. It was unknown if the issue was resolved. No diagnostic or troubleshooting steps were reported. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-nov-09. It was reported that the patient was admitted with a cerebrospinal fluid leak and had a blood patch performed. The patient needed an MRI and the representative was called to check the pump logs. No further complications were reported.